Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device could not confirm the report. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip retroflexed to simulate the worst case position. The 10cc syringe was returned with the device still attached to the catheter and would inflate and deflate the balloon without difficulty. There is a large radius bend in the distal 15 cm of the device. There is also several minor kinks in the catheter distal to the 15 cm mark. Kinking of the catheter could have contributed to the report of difficulty with deflation. The balloon inflation opening and bands were inspected. The bands were not loose or blocking the balloon inflation opening. The opening was the correct shape with no occlusions. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: according to the information provided in the report the balloon integrity was verified prior to use by inflating the balloon. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A kink in the catheter can contribute to balloon deflation difficulty by blocking the inflation lumen. This can occur if the extraction balloon receives excessive pressure during product handling or advancement through the endoscope. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized exiting the endoscope. This activity wil aid in device preservation. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook fusion quattro extraction balloon was used for stone removal in the bile duct. The physician manipulated the device as usual and the balloon inflated with no problem. However, it failed to deflate sufficiently. The user attempted to deflate the balloon with the syringe, but it failed too. The device was removed from endoscopic channel forcibly. No section of the device detached inside the patient or endoscope. Since there was no replacement available in the hospital, the procedure was abandoned. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.